Event description:
It was reported that co2 increased when using fabius tiro on a patient. No injury reported.

Manufacturer narrative:
Based on the log analysis the reported symptom of an increased co2 could not be comprehended. For the reported date of event the log entries indicate that the vacuum pressure that is required to keep the ventilator diaphragm in place was too low. The fabius reacted as specified for this situation- stopped the automatic ventilation and posted a corresponding alarm. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. The device was checked on-site by a draeger service technician. An issue with the cosy (compact breathing system) was identified. As the log entries also indicate leakages it can be assumed that these were also caused by the cosy. It was not possible during on-site inspection to find which component of the cosy has caused the issue. The cosy was requested for investigation but unfortunately was not received so that a detailed root cause analysis was not possible. But it can be concluded that most likely the cosy has caused the reported symptom of an increased co2 and the identified stop of ventilation during use. The fabius behaved as specified upon the detected deviations and alarmed accordingly to alert the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The results of the investigation showed that the case was subsequently assessed as reportable.